Event description:
It was reported via clinic notes received from the surgeon's office that the pt has been experiencing an increase in seizures. The pt has insomnia periods of about 48 hours every 5-7 days and the pt's seizure frequency is increased during these periods. The surgeon has noted that the vns generator may be at or near end of service; however, recent interrogation or diagnostics of the pt's vns have not been performed recently. The increased seizures were not reported to the neurologist at the last clinic visit on (B)(6) 2011 and no report of an increase has been reported to the site. The pt was referred for replacement based on a battery life calculation and the length of time the vns has been implanted. Attempts for additional info are in progress.